Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a distal right coronary artery (rca). During the procedure after six treatments, the viperwire guide wire fractured. The fractured component was attempted to be retrieved, however, the component remained in-vivo and was pushed distally into a safe position in the posterior descending artery (pda). There were no patient complications as a result of the event. The patient was in stable condition. There was no indication on how the fracture occurred. There was no wire bias observed during the procedure. The viperwire was used to primary wire the vessel with no difficulties.

Manufacturer narrative:
A visual inspection, dimensional analysis and detailed analysis were performed on the returned device. The reported guide wire fracture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported guide wire fracture appears to be related to circumstances of the procedure. The guide wire was returned fractured 322.8 cm from the proximal end with the distal section not returned. Detailed analysis of the fracture face was not able to identify a clear cause of the damage. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h3, h6 (codes 4755, 4118, 3233, and 11 no longer apply).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a distal right coronary artery (rca). During the procedure after six treatments, the viperwire guide wire fractured. The fractured component was attempted to be retrieved, however, the component remained in-vivo and was pushed distally into a safe position in the posterior descending artery (pda). There were no patient complications as a result of the event. The patient was in stable condition. There was no indication on how the fracture occurred. There was no wire bias observed during the procedure. The viperwire was used to primary wire the vessel with no difficulties.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.